Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the clinic for a normal follow up, it was noted that the device had went from eri to eos within 5 days due to premature battery depletion. The device was explanted and replaced. The patient was in good condition post-procedure.